Manufacturer narrative:
Additional, changed, and/or corrected data: d.4..

Event description:
Physician has reported "rupture of left breast implant ". Device has been explanted. This case relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell, wear abrasion and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to a surgical impact opening.

Event description:
Physician has reported " rupture of left breast implant ". Device has been explanted. This case relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician has reported " rupture of left breast implant ". Device has been explanted. This case relates to the left side